Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: 1753a, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) showed communication loss for one bedside monitor (bsm). There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) showed communication loss for one bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) showed communication loss for one bedside monitor (bsm). Technical support (ts) is working with the customer to resolve the reported problem. There was no patient injury reported. Investigation summary: communication loss communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The available information reasonably suggests the root cause is environment (facility network). Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the cns: bsm: model #: 1753a. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) showed comm loss for one bedside monitor (bsm). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) showed comm loss for one bedside monitor (bsm). No patient harm was reported. Investigation summary: the bsm was connected to the network via a wlan station qi-170pa. The call between the customer and technical support (ts) for troubleshooting was disconnected before a resolution was reached. Subsequent contact attempts were unsuccessful. Communication loss is indicative of a network environment and/or network issue. This message does not indicate a device malfunction; rather it is the correct operation of the device to display the message. Since the trail of information did not lead to a resolution, there is insufficient information to determine the root cause. Service history for this serial number is reviewed for environmental events that may be related. This was in isolated incident. Service history for the facility was reviewed for environmental events that may be related. On the same day, the facility reported another bsm involved in communication loss. A definitive resolution was not provided. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. Most network and comm loss issues are due to hospital network settings, connection errors, or other use errors, issues of this type are unlikely to be caused by a device malfunction. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.